Manufacturer narrative:
The surgeon involved and his lead interventionalist have been requested for additional information including device lot(s) and reference number(s), which has not yet been provided yet. While thrombosis is not uncommon in low-flow extra-anatomic surgical reconstructions (such as fontan) no conclusion can be made before all of the information has been gathered.

Event description:
The chief of surgery at (B)(6) hospital, brought to our attention that some exgrafts (an unknown exact number, expected to be between 1-4) that were used for fontan procedure had been suspected of thrombosis within them. None of the cases were reported to be serious or requiring immediate medical attention, however, an intervention may eventually be needed. While the surgeon did not mention the specifics he has been requested to provide more information interms of exact patient number, procedure details, details of thrombosis and any patient intervention related to the exgraft and reported event.